Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump reset unexpectedly multiple times. Customer reported blood glucose level was 160 (mg/dl). During troubleshooting with tandem technical support, the customer was able to reload a cartridge onto the pump and resume insulin delivery.